Manufacturer narrative:
Device evaluation: as received, the specimen consists of one-1 each hydro gw stf std an 180-035; returned coiled, loose and double-bagged within "(B)(4)" style poly pouches. After wiping the specimen with a gauze pad soaked with room temperature blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appears visually and tactile consistent when examined at 1x - 18 inches, unaided, wet. Visually and tactile the specimen presents no anomalies. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. As noted in the operational instructions of the device instructions for use (dfu), "fill catheter or other device with heparinized saline solution before and during use to ensure smooth movement of the zipwire hydrophilic guidewire within the device. If movement of the zipwire hydrophilic guide wire within the device becomes diminished, remove the guide wire and reactivate the hydrophilic coating by wetting its entire surface with heparinized saline solution." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. If any further relevant information is provided a follow-up medwatch report will be submitted.

Event description:
The wire would not pass through the imager catheter. It was really sticky, had a hard time, he finally got it out at the end, but then he did not move it, so pulled those out and discarded them, he actually just took them out and left them out the table, sr doubted them. The device did enter the patient's body. The physician used another company's wire and catheter to complete the procedure. No complication and the patient is good. Additional information: "the wire and catheter had to be removed together as one unit."